Manufacturer narrative:
(B)(4). Batch # u5d883. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60b reload (a) was received. The reload was received partially fired 2/3 and with damage on reload pan. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is possible that the damaged was due to an improper handling of the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained: could you please provide more details for "blade of staplers jammed"? Did the device deliver any staples? No. If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? No difficulties at all. If yes, how was the device removed from the patient? If yes, did the jaws eventually open. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the blade of staplers jammed. Device worked after reloads were changed. No patient consequence reported.